Manufacturer narrative:
Correction: b5 - programming noise reversion on should be included and h6 - health effect - impact code should be "4641 - unexpected medical intervention" instead of "2199 - no health consequences or impact"

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial and right ventricular leads exhibited noise oversensing causing asynchronous pacing. The atrial and right ventricular lead was reprogrammed. The patient experienced no consequences and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11046. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial and ventricular leads exhibited noise oversensing causing asynchronous pacing. No intervention was performed. The patient experienced no consequences and will continue to be monitored.